Manufacturer narrative:
The technician cannot get the problem to repeat. No error codes on the bed. The technician stated that the left side rail looked like it might have been hit around the left user control module board. Technician told the account that the head up button may have been stuck and released itself. If the problem returns, the account will replace the left user control module board.

Event description:
Account alleged that this bed was sent back to hill-rom a few months ago for a bent lower frame. The account just took this bed out of storage for the first time and alleged that the head section moved up on its own. No injury reported.